Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that a warning was triggered on the right atrial (ra) lead due to impedance above the threshold which also caused a polarity switch. After the polarity switch, when the lead was in unipolar, there was some noise on the lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.